Manufacturer narrative:
(B)(6).

Event description:
It was reported that the t2 was des-anchored and could not be used. Procedure was completed with another smith&nephew backup device. No patient injury reported.

Manufacturer narrative:
One fast-fix 360 curved needle delivery system was returned for evaluation. Visual assessment of the device shows the insertion needle is bent on two planes. No suture or ts remain on the insertion needle but were returned. Examination of the construct showed no abnormalities. Device was functionally tested for proper actuator advancement and cycling, device did not function as intended due to the bent needle.